Manufacturer narrative:
Literature title: evaluation of iliocaval venous stenting in management of patients with chronic venous obstructions © 2023 edizioni minerva medica online version at https://www.minervamedica.it acta phlebologica 2024 april;25(1):35-46 doi: 10.23736/s1593-232x.23.00581-7 a2: mean age a3: majority gender b3: date of publication (month/year valid) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed. The time frame of this study was 'may 2020 to april 2023.' Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: medtronic abre venous stents deaths occurred in the study population. The causes of death were: sequelae of malignant neoplasia (4 deaths). Among patient adverse events included: symptomatic pulmonary embolism (1 event) occluded stents (4 patients with wallstents) thrombosed dedicated stent (cook zilver vena stent) after 4 months of follow-up major adverse cardiovascular events (macs) (5 events) major adverse limb events (males) (6 events) crushed wallstent due to compression by a neoplasm (1 event) thrombosed stents (5 events) no further information was provided pertaining to medtronic products.